Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using the supplies for 3 days. Tandem clinical support informed the customer that using the supplies for 3 day¿s is off label per the tandem user guide. Customer changed pump supplies to address the issue. Customers blood glucose was 214 mg/dl.